Event description:
It was reported that a tsb35 was used during a laparoscopic appendectomy. It was reported by the affiliate that the instrument does not fire. There was no consequence to the patient.